Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, a portion of the screen became black making the screen unreadable. The customer¿s blood glucose was 153 mg/dl. Customer continued to use current pump for insulin therapy.